Event description:
On 01 april 2024, senseonics was made aware of an adverse event where user was unable to link the newly inserted sensor with the transmitter where the user was referred to their hcp to discuss next steps for locating the sensor with an ultrasound or sensor replacement as the sensor may have been inserted deeper than usual.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints. This case was created to document the associated case where user was unable to link the sensor, thus a new transmitter was offered to the user. However, the new transmitter did not resolve the linking issue, hence the customer was referred to their hcp to discuss about locating the sensor using an ultrasound and/or removal of the sensor since there was a possibility that it was inserted deeper than usual per case notes, the customer was inserted with a new sensor on (B)(6) 2024, which was paired and linked successfully. No further investigation was found necessary for this complaint.